Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. A chest x-ray was done and confirmed the lead had pulled back from the atrium. There was no evidence of damage to the lead; however, the physician opted to explant and replace the lead rather than reposition it. No additional adverse patient effects were reported.